Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not open when the device clamped the cystic artery. The device was fired though it was fired 15 times at the time of this event. The doctor did not notice it. Although the trigger was pulled from the handle, the jaws did not open. Eventually, the device removed by cutting after clipping both sides of the jaws with another device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.